Event description:
It was reported to arjohuntleigh that before the pt transfer from the wheelchair the entire top unit of lift (marisa) fell on top of the caregiver left shoulder and also on resident's right leg. The resident was a female and did not receive any injuries as a result of the incident, just a very small pink mark on her right leg where the unit had contact. The caregiver did not receive any injuries as a result of the incident and stated it hurt at the time but was able to complete rest of shift with no injuries/pain. Ref MFR report (B)(4).